Event description:
A doctor's office alleged that three (3) patients required re-treatment after endodontic treatment with realseal. This is the second of three (3) reports.

Manufacturer narrative:
The doctor's office did not want to provide specific patient information with regard to age, gender or weight. The patient required re-treatment of the root canal. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.